Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refills on a station were not showing in the server. A technical support specialist technical support specialist (tss) was informed that 38 errors appeared in the synchronization information while the last upload remained current. The tss consulted an internal agent for guidance, verified through the knowledge article titled how to: extract missing transactions from an es device that no transactions were missing, and then removed the synchronization errors before performing a full device synchronization. The network speed duplex was adjusted to 100 megabits per second in half-duplex mode, after which a backup and another full synchronization were completed successfully. Server verification showed the last upload as current with no remaining errors. The tss then contacted the user to provide an update, explained that troubleshooting had been completed, offered monitoring, and advised the user to reach out if any issues occurred. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refills on the station were not showing on the server. However, there were no delays or adverse events or injuries reported based on this event.